Event description:
It was reported that the technician was assembling the hospital bed, installing the motor, and plugging into the wall outlet when it started sparking. He then unplugged it and got shocked.

Manufacturer narrative:
It was reported that the technician was assembling the hospital bed, installing the motor, and plugging into the wall outlet when it started sparking. He then uplugged it and got shocked. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.